Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has physical damage to the bottom of the unit; not secure to the universal stand. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with part numbers for the cpu cover tray, rubber foot kit, thumbwheels, and foot retention plate. The customer replaced the parts to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.